Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if any issues arise.